Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Rv lead dislodgement was reported. The lead was explanted and replaced when repositioning was unsuccessful.